Event description:
Baxter (B)(4) received a report that an infusor had a loose blue winged luer cap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause was determined to be operator error during the blue winged luer cap assembly process. As a result of this incident, awareness training for all applicable manufacturing operators was conducted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit in its original unopened overpouch for evaluation. Visual examination of the unit confirmed that the blue winged luer cap was separated from the distal luer. The root cause investigation is in progress. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.